Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
Pt reported the infusion device is delivering insulin without her programming a bolus. Pt stated the doctor downloaded the infusion device data and verified that extra doses between 2.0 units and 8.0 units occurred at several different times. Pt reported these were not doses that she programmed. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the date at which the event occurred is not available anymore in the pump history. Therefore an investigation is not possible. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.